Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter was tunneled 55cm, implanted in the right femoral vein on (B)(6) 2012 on a (B)(6) female with renal insufficiency having hemodialysis. The catheter shows a rupture of the venous branch at the y junction. The lock utilized was a citralock. The rupture occurred on (B)(6) 2013 and the catheter was removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.